Event description:
It was reported that the joystick on the 9800 system has a broken internal bracket. It was also noted that there was a c arm motor rotation issue. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified need to replace the remote user interface (rui). The rui has been ordered. Once this is replaced it is believed that the system will function as intended. If additional info indicates otherwise, a follow-up report will be filed as required.